Event description:
It was reported that during the implant procedure the lead was tested and the helix extended and retracted with no issue. Once the lead was in the patient, the helix could not be extended. The helix was also not able to extend after the lead was removed from the patient. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.